Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was explanted due to pocket erosion and infection. Patient was fine.